Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Block a: no report of patient involvement. Block d4: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028.

Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure. There was no patient involvement.